Manufacturer narrative:
This event is being reported, because it occurred in a potentially biohazardous environment.

Event description:
Customer reported a leaking cartridge. Customer was advised to return the cartridge for replacement. There was no impact to patient results therefore, no risk to patient care.